Event description:
Reporter noted recurring problem of endophthalmitis at facility in late 1999. Outcome of pts reported as very good, with recovery of vision in all cases. Customer checked handpiece after normal cleaning and felt handpiece was contaminated with material, such as lens debris from previous surgery, a possible cause for the reaction seen. Received follow-up info from customer on seven pts; each had a different surgeon at time of initial procedure. Customer questions if corrosion of the lumens surfaces could be a factor in the retention of the biological debris detached. This pt had uncomplicated phaco with clear corneal incision and pc iol. Pin in eye four hours post-op; endophthalmitis. Pt was hospitalized for three days. Had intravitreal antibiotics and vitreous biopsy, with no growth. Resolved over two-three days.